Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 5 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted the patient's pain and insufficient bone quality. The site was grafted after the implant removal. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.